Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 350 mg/dl, and he has treated with a manual injection. The customer stated that insulin squirted out of the tubing during priming while the numbers were ramping. No further information was provided.